Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a non-homogeneous mark of solvent on the return line tubing where it connected with the deaeration chamber. The tubing was not well secured inside the port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to an inadequate amount of solvent applied during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the tubing of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.